Manufacturer narrative:
The product was received for inspection. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00039 and # 9616099-2016-00040.

Manufacturer narrative:
Concomitant products used: unknown misago stent, cordis smart stent, medtronic chevalier 14 tapered 30 guidewire. (B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00039 and # 9616099-2016-00040.

Event description:
As reported, during an interventional endovascular procedure of the right common iliac artery to the superficial femoral artery (sfa), the saber 6 mm x 15 cm. Balloon catheter (bc-complaint product #1) ruptured at four atmospheres (4 atm.) During inflation at the target lesion. Therefore, the product was successfully removed from the patient. Another larger size saber bc was then used. A smart 6 x 15 and a non-cordis stent were implanted in the sfa lesion. The product was removed intact from the patient. Another saber 6 mm. X 15 cm. Bc (complaint product #2) was then delivered to the common iliac to sfa target lesion. The bc ruptured at nominal pressure. When the physician attempted to remove this product from the patient, resistance was felt. The physician confirmed that the distal tip had separated. The physician attempted to remove the separated tip using a snare but was unsuccessful. Finally, a non-cordis guidewire was used to curl around the separated tip and successfully remove it. The procedure finished successfully. There was no reported patient injury. The products were clinically used. Only the saber 6 mm x 15 cm. Bc (complaint product #2-separated distal tip product) will be returned for analysis. It was not known if the saber 6 mm. X 15 cm. Bc (complaint product #2) was used to post-dilate the stents that were previously implanted. It was not known if the resistance reported occurred during withdrawal of the saber 6 mm. X 15 cm. Bc (complaint product #2) was withdrawal difficulty from the vessel or withdrawal difficulty from the previously implanted stents. Additional information received indicated that both products were used to treat the same patient/were used in the same procedure. Both products were used to treat the same target lesion (right common iliac artery to the superficial femoral artery). There was no reported difficulty removing the products from the hoop, any difficulty removing the protective balloon covers, or any difficulty removing the stylet or any of the sterile packaging components. There were no reported kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintained negative pressure). There was no information provided regarding the contrast used for preparation or the contrast to saline ratio used. An unknown inflation device was used for the procedure and it was not known if it was used subsequently with other devices. It was unknown if: there was any resistance/friction while inserting the balloons through the rotating hemostatic valve, there was any resistance/friction while inserting the balloons through the guide catheter, there was any difficulty advancing the balloon catheters through the vessel, there was any difficulty crossing the lesion, the catheters were ever in an acute bend, the balloon catheters kinked while being used, the balloon catheters were removed easily from the patient, vessel, etc.

Manufacturer narrative:
During an interventional endovascular procedure of the right common iliac artery to the superficial femoral artery (sfa), the saber 6 mm x 15 cm. Balloon catheter (bc-complaint product #1) ruptured at four atmospheres (4 atm.) During inflation at the target lesion. Therefore, the product was successfully removed from the patient. Another larger size saber bc was then used. A smart 6 x 15 and a non-cordis stent were implanted in the sfa lesion. The product was removed intact from the patient. Another saber 6 mm. X 15 cm. Bc (complaint product #2) was then delivered to the common iliac to sfa target lesion. The bc ruptured at nominal pressure. When the physician attempted to remove this product from the patient, resistance was felt. The physician confirmed that the distal tip had separated. The physician attempted to remove the separated tip using a snare but was unsuccessful. Finally, a non-cordis guidewire was used to curl around the separated tip and successfully remove it. The procedure finished successfully. There was no reported patient injury. It was not known if the saber 6 mm. X 15 cm. Bc (complaint product #2) was used to post-dilate the stents that were previously implanted. It was not known if the resistance reported occurred during withdrawal of the saber 6 mm. X 15 cm. Bc (complaint product #2) was withdrawal difficulty from the vessel or withdrawal difficulty from the previously implanted stents. Additional information received indicated that both products were used to treat the same patient/were used in the same procedure. Both products were used to treat the same target lesion (right common iliac artery to the superficial femoral artery). There was no reported difficulty removing the products from the hoop, any difficulty removing the protective balloon covers, or any difficulty removing the stylet or any of the sterile packaging components. There were no reported kinks or other damages noted prior to inserting the products into the patient. The devices prepped normally (i.e. Maintained negative pressure). There was no information provided regarding the contrast used for preparation or the contrast to saline ratio used. An unknown inflation device was used for the procedure and it was not known if it was used subsequently with other devices. It was unknown if: there was any resistance/friction while inserting the balloons through the rotating hemostatic valve, there was any resistance/friction while inserting the balloons through the guide catheter, there was any difficulty advancing the balloon catheters through the vessel, there was any difficulty crossing the lesion, the catheters were ever in an acute bend, the balloon catheters kinked while being used, the balloon catheters were removed easily from the patient, vessel, etc. (B)(4): one product was returned for analysis, the other product was not returned for analysis. (B)(4) (complaint product #2 ) one non-sterile unit of saber 6mm x 15cm 90cm bc was returned. Per visual analysis the balloon was returned separated in two pieces. The tip of the balloon was separated and not returned for analysis. The balloon appeared to have been inflated. No other anomalies were observed. Functional and dimensional analysis could not be performed due to the condition the product was returned in. Per sem analysis the external surface revealed evidence of scratched marks that could be related to the balloon separation. Also the separated inner lumen surface presented evidence of elongations at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A device history record (DHR) review of lot 17076977 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ and ¿distal tip separated-in patient (peripheral)¿ (complaint product #2) was confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the information available for review, the presence of a previously deployed stent may have contributed to the burst as evidenced by abrasions noted on the outer surface of the balloon and the presence of elongations surrounding the areas of separation indicating pulling during removal of the device noted during analysis. The reported ¿pta system- withdrawal difficulty¿ was not confirmed through analysis of the returned device as functional and dimensional analysis could not be performed due to the condition of the returned device. The exact cause of the event could not be determined during analysis; however the presence of elongations surrounding the areas of separation indicates pulling during removal of the device from the target lesion. The analysis suggests that procedural or handling factors might have contributed to the reported event. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Caution: fully deflate the balloon by inducing negative pressure with the inflation system whenever the pta catheter is advanced or withdrawn. Do not advance or withdraw the pta catheter within the vasculature unless the catheter is preceded by a guidewire.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2016-00039 and # 9616099-2016-00040.